Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp -moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evidence of drastic voltage drops that supports pump getting hot complaint and leading to ¿cs177¿ warning and ¿cs128¿ alarm is observed on (B)(6) 2015. Moisture corrosion is observed in the battery canister. The cartridge compartment is cracked on the front between the keypad and the case seal, leak test fails due a cartridge compartment leak. ¿ez-prime¿ steps were performed correctly, and all currents drawing are within specifications. Unable to duplicate ¿temperature¿ complaint. The pump¿s cover was removed, no further moisture ingress was found in inside the casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).